Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus and basal delivery. The customer could not recall the past blood glucose (bg) levels; the current bg was 290 mg/dl and a correction bolus was delivered to address the bg level. After the past alarms, the customer would change the pump supplies and resume insulin delivery. A pump system check was performed using the current pump supplies. The cartridge and infusion set tubing were functioning as intended. The infusion set site was a possible cause; however, the customer did not think it was the site and successfully delivered a bolus without an alarm. After speaking to a healthcare provider, the customer was to change the location of the infusion set site and possibly changing the type of infusion sets.